Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences.